Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that an echocardiogram showed a recovered ejection fraction (ef) of 55-60% and a mildly dilated right ventricle. The patient's pump speed was adjusted throughout their hospital stay, and they were discharged with a speed of 4600 rpms and a low-speed limit of 4400 rpms. The patient was determined to not be a good candidate for lvad explanation and would likely not benefit from cutting their driveline or weaning off of the lvad given the patient's infection extending to their chest cavity. On (B)(6) 2025 the patient's ef was 55%. The patient's lvad was turned off, and they had recovery. The patient was currently being supported in the intensive care unit (ICU) on inotropes. Later on, the patient was discharged from the hospital and was being managed with guideline-directed medical therapy (gdmt).

Event description:
It was reported that the patient was found to be dry on (B)(6) 2025 and preload dependent for the inflow cannula. The patient was hydrated with oral fluids and a home heart failure medication was discontinued. The patient was admitted to the hospital on (B)(6) 2025. An echocardiogram showed a recovered ejection fraction (ef) of 55-60% and a mildly dilated right ventricle on (B)(6) 2025. The patients dilated right ventricle was noted to not exist pre lvad implant, and the center noted it was unknown if a device related issue caused or contributed to the right ventricle being mildly dilated. A computed tomography (CT) scan was taken at some point in (B)(6) 2025 which identified new nonocclusive eccentric thrombus along the medial aspect of the proximal outflow tract. The patient's pump speed was adjusted throughout their hospital stay, and they were discharged with a speed of 4600 rpms and a low-speed limit of 4400 rpms. The patient was determined to not be a good candidate for lvad explanation and would likely not benefit from cutting their driveline or weaning off of the lvad given the patient's infection extending to their chest cavity, and they were discharged on (B)(6) 2025. The patient was noted has a history of suspected outflow graft mural thrombus from (B)(6) 2024 (reported under MFR #: 2916596-2025-01929). It was also reported that a computed tomography (CT) scan had been taken that demonstrated eogo. A further CT scan from (B)(6) 2025 reportedly indicated a new nonocclusive eccentric thrombus along the medial aspect of the proximal outflow tract. On (B)(6) 2025 the patient's ef was 55%. The patient's lvad was turned off, and they had recovery. The patient was currently being supported in the intensive care unit (ICU) on inotropes. Later on, the patient was discharged from the hospital and was being managed with guideline-directed medical therapy (gdmt).

Manufacturer narrative:
Manufacturer's investigation conclusion: extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as the patient remains implanted with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were available for evaluation. A specific cause for the report of eogo could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of a dilated right ventricle could not be conclusively established. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no relevant pump findings. Multiple requests for additional information regarding the infection were submitted to the account; however, no response has been received at this time. Heartmate 3 lvas, serial number (B)(6), remains implanted but off, and no product was received for this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 also lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.